Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the surgeonl could not get the articular surface to lock into place. A second articular surface was used to complete the procedure. There was no patient harm reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos were received; therefore, the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for this items and the reported part and lot combinations. Medical records were not provided. Complaint cannot be confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.